Manufacturer narrative:
Device evaluation summary: the reported issue of blood leaking back into the holding bag without processing was not verified during service. The service technician arrived onsite and was unable to duplicate the reported issue, and the instrument was used for another case while service was on site, and no issues occurred. Preventive maintenance was performed as per specification. Note: the instrument was serviced in the facility by a field service technician. The instrument did not return to medtronic for serv ice/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the instrument was leaking blood back into the holding bag without processing. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that no damage was noted in the instrument or the disposable and there was no visual, audible, or performance abnormalities. No error warning message appeared.